Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was no power on the machine. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power. A field service engineer replaced the controller printed circuit board to resolve the issue, tested the functionality of the station in diagnostic, the customer tested the station. The system functioned as intended after the field service engineer repaired the device.